Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on (B)(6) 2020: lot 154368: (B)(4) items manufactured and released on 16-dec-2015. Expiration date: 2020-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported since 2016.

Event description:
Revision surgery performed due to instability 4 years after the last revision (the reason is unknown). The cause of the instability is unknown. The surgeon revised the medacta sphere insert flex left 10mm s5 with a medacta sphere insert flex left 13mm s5 to provide more stability. The surgery was completed successfully.